Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 with an implantable cardioverter defibrillator that could not retrieve episodes upon interrogation. It was noted that r-waves could not be measured, and multiple error messages popped up stating this same issue. No intervention was reported. The patient was stable throughout.